Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was damaged/abraded at 10 cm from the connector pin and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the atrial lead was under sensing. The lead was explanted.